Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad nurse that the patient experienced a red heart alarm, and the pump stopped. Hand pumping was initiated by the patient and his wife, and they went to the local ER. The patient was connected to a new system controller and the alarm stopped, and the pump restarted. The patient was being evaluated for a potential device exchange; however, the patient and his family just want the pump to run its course until it reaches end of life. The patient states he is ready for palliative care.

Manufacturer narrative:
The patient remains on lvad support. No further information is available at this time.